Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the nurse was unable to pull the medication. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user failed to pull the medication. A technical support specialist had logged into the station and the es server, noticed the device had been on profile mode and non temporary profile mode. The specialist had disabled the non temporary profile mode and updated the profile mode setting to non profile mode. The specialist informed the customer, confirmed the issue had been resolved, and had closed the case with the customer permission. The system functioned as intended after the technical support specialist troubleshot the device.